Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis (fa) investigations found the primary failure of cable connector broken to be related to the customer reported complaint. The endoscope cable connector was found to be broken. The light guide adapter was found completely broken off from the connector. The adapter was returned, and both retaining springs was still attached but missing the return spring of the light guide adapter assembly. A review of log showed no failures. The light guide holder was returned and taped down from its attachment. Additional findings not related to the customer reported complaint: the camera cable was found to have cosmetic damage. The laser markings on the housing were found partially removed on both sides. The camera cable was found to have delamination on the distal bend protection. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the a plastic component from the handheld camera instrument broke off. The procedure outcome was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the handheld camera head be returned for failure analysis testing. As of the date of this report, the product has not yet been received.